Event description:
Customer reported that the insulin pump alarmed motor error and had a black dot on the screen earlier that week. Customer removed the battery to resolve the issue and when reinserting it, the buttons are not responding. Blood glucose value is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.